Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they had a heart ablation in which they turned their ins off, but when they tried turning the therapy back on, they saw the "data lost. Contact clinician" message. Agent redirected them to the hcp and provided nas number. Agent documented reported events. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the internal data lost message was unknown and no likely cause was given. The hcp noted that patient has an appointment scheduled for (B)(6) 2026. The issue has not yet been resolved.